Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, 2 minutes after the start of procedure, the fiber cap came off, but it remained attached to the fiber body. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, 2 minutes after the start of procedure, the fiber cap came off. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, 2 minutes after the start of procedure, the fiber cap came off, but it remained attached to the fiber body. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed, and the reported event was not confirmed, since there was no break of the fiber tip, instead it was identified that the fiber presented a glue failure. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The glass cap exhibited mild devitrification at the output window, this is normal degradation of the fiber which occurred through use of the fiber, the heat accumulation at the fiber tip caused the glass at the firing window to crystallize. Microscope inspection identified that the glass cap was rotating independent of the metal cap, indicating a glue failure. The glue failure could be due to high temperatures, since the glue that holds the fiber cap parts together could lose adhesive capability due to heat accumulation. The increase in temperature near the laser beam output window can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuously elevated temperature can lead to fiber damage, including glue failure. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage. Based on the analysis results, there was no fiber tip break found during analysis, and the procedure was completed without patient complications. The information reasonably suggests that the identified glue failure is unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.